Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for arachnoiditis. It was reported that in 2009 or 2010 the patient fell, and that an MRI showed that the lead had become dislodged. The neurosurgeon refused to take out the spinal cord stimulator because the risks outweighed the benefits of having it explanted. The patient could not recall any conversations regarding impedance checks or open or short circuits because it was so long ago. The device is no longer active, and the system remains in the patient. No patient symptoms were reported.